Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument had a broken cable. The procedure was completed with no reported injury. No fragment(s) fell into the patient's anatomy. On 03/28/2025, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: while surgeon was using a fenestrated bipolar da vinci instrument, one of the cables was observed to snap and fray from instrument tip. Instrument removed from the patient's abdomen and inspected. No pieces of cable/instrument were visualized as falling into the patient abdomen. Instrument packaged and kept for inspection. Instrument has six lives left.

Manufacturer narrative:
The 8mm fenestrated bipolar forceps instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.